Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the patient received a blood glucose result of 149 mg/dl on the aviva system and injected 60 units of unknown insulin. The user began to feel ill 20 minutes later. The paramedics were called and he was treated with a sweet drink. He was transported to the hospital. The blood glucose measurements taken by the paramedics and at the hospital were not presented. At the hospital the customer was treated with insulin. The customer was in the hospital for one day to monitor his blood glucose level, but because of special tests for other organic diseases the client received a full health check and was there for a total of 4 days.